Event description:
Patient was revised as 2 stage infection was reported. Doi: unknown, dor: (B)(6) 2021, affected side: unknown hip side.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2, and d4 (catalog)

Event description:
Medical records from (B)(6) 2013(history) report that the patient had a previously infected left hip. Initial left hip arthroplasty was noted to be 2010 (no manufacturer). In december he had a periprosthetic fracture which required an open reduction internal fixation of the left femur. In spring 2011, the patient required 2-stage revision. (No harm provided). Doi: 2010 unknown manufacturer. Orif left femur (B)(6) 2010 (periprosthetic fracture). Left hip stage 1, (B)(6) 2011 (no manufacturer provided). Left hip stage 2, (B)(6) 2011 (no manufacturer provided). Repeat stage 1, (B)(6) 2013 spacers placed -(no manufacturer provided) the patient presented with an exacerbated wound area, incisional area and then had an aspirate performed, which came back positive for infection. Patient received a PICC line with antibiotics. On (B)(6) 2013 patient had a revision left side using lps to address prior infected total hip replacement and interspace hip articulating spacer in situ. Prior to surgery it was noted that the patient¿s esr and c-reactive protein levels came down. Prior to surgery, the patient was experiencing pain, limited mobility. Depuy components were placed, along with competitor cable sleeve (part/lot page 12,13 of 34). On (B)(6) 2013 ((B)(6) 2013) the patient had a first stage left total hip replacement. There was significant discharge from the proximal end of the wound. The discharge was extending all the way down to the prosthesis. The large bone was noted to be fairly necrotic. All components were removed. Competitor spacer was placed. (Part/lot page 20,21 of 34) medical note states that all components were removed and replaced with spacers due to extensive infection and fracture. It should be noted that the actual surgical notes did not mention fracture. Doi:(B)(6) 2013 dor:(B)(6) 2013 (left knee).